Event description:
This spontaneous report was received on (B)(6) 2010 from a female consumer (age unspecified) reporting on self from the united states. The consumer did not have any known medical history and concomitant medications were not reported. On an unspecified date, the consumer used unspecified o.b tampons. After an unspecified duration, she reported she was "uncertain if the tampon is stuck in her body". No further information was provided. The action taken with the device and outcome of the event was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop.this closes out this report unless other additional significant information is received.